Event description:
Spontaneous report. Home health nurse stated pump was not function as keeps giving error code for door not closing. Home health nurse had tried to replace the tubing, turning on and off pump and replacing battery to no avail. Infusion hasn't start using curlin pump. Today's infusion is being administered via gravity due to pump not functioning properly. No adverse event or missed dose reported. Pump will be returned. Indication: chronic inflammatory demyelinating polyneuritis. Reported to (B)(6) by: patient/caregiver.